Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was 235 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.